Event description:
A device was used during a rectosigmoidectomy. The device cut but did not staple the tissue. It is unknown how the procedure was completed. There were no consequences to the patient.